Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 400mg/dl. Troubleshooting found that the pump also alarmed unexpected restart and has a blank display. Troubleshooting explained alarm and advised customer to insert a new battery and customer indicated that the display returned. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. Customer declined high blood glucose troubleshooting.